Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date in 1993. Subsequently, a revision procedure was planned due to unknown reasons. Additional information received indicates the revision procedure has been cancelled. No revision procedure has been reported to date.